Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the main and the auxiliary cabinet failed. The field service engineer added a power booster between the main cabinet and the auxiliary to resolve the issue. The system functioned as intended after the field service troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a storage space failure and the device not detected on bus. The customer reported that there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.